Manufacturer narrative:
The technician found the patient was pushing out against the side rails to move himself higher in the bed and bent the side rail out. The technician replaced the side rail assembly to resolve the issue.

Event description:
The technician alleged the side rail was damaged beyond repair by a patient, side rail was bent. No patient impact.